Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a cataract surgery procedure on (B)(6) 2019 and the suture was used. It was reported that during surgery, the suture was broken at the connected part between the suture and the needle during use for the cornea. There were no adverse consequences reported.